Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a foreign particle inside the primary container. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one sealed truguide needle was received for evaluation. During visual evaluation, there appeared to be brown foreign material was noted to the product information label and depth stop within the package. No other anomalies were noted. The functional testing was not performed, due to the nature of the complaint. Three electronic photos were provided and reviewed. The first photo shows the labeling information of a truguide needle. The second and third photo show an image of foreign material which is noted within the sealed package, and it has been marked (encircled). Based on the photo review, the investigation can be confirmed. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material as a foreign material was noted within the package. A definitive root cause for the reported device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2026), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a foreign particle inside the primary container. There was no patient contact.